Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 45mg/dl. Cause was not known. Reportedly, customer fell off their bed due to waking up very disoriented, ¿his leg was hurting and he was unable to walk until his son arrived and assisted him walking downstairs¿ to consume carbohydrates to address bg. Recommendation was made to consult with a healthcare provider regarding diabetes management.